Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: patient code updated from e0601/arrhythmia to e060109/tachycardia.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing extracorporeal shock wave lithotripsy (eswl) and their heart rate accelerated to the 120s beats per minute (bpm) range. The crt-d was programmed to dddr 60-130. The case was stopped, and would resume once the crt-d was reprogrammed for the procedure. Technical services (ts) discussed programming considerations. It was noted that the rate increase during eswl may have been related to the rate response and the accelerometer (xl) detecting vibrations and eliciting a sensor-indicated rate. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing extracorporeal shock wave lithotripsy (eswl) and their heart rate accelerated to the 120s beats per minute (bpm) range. The crt-d was programmed to dddr 60-130. The case was stopped and would resume once the crt-d was reprogrammed for the procedure. Technical services (ts) discussed programming considerations. It was noted that the rate increase during eswl may have been related to the rate response and the accelerometer (xl) detecting vibrations and eliciting a sensor-indicated rate. This crt-d remains in service. No additional adverse patient effects were reported.